Manufacturer narrative:
A software investigation was completed. This issue has been logged in a medtronic software anomaly database for trending and monitoring.

Event description:
A medtronic representative reported that an exam was pushed from the o-arm to the stealth for a dbs (deep brain stimulation) case. He selected the exam by clicking on it in the software gui (graphic user interface), and the framelink software exited. Delay was 10 minutes. Case was completed successfully with use of the system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.